Event description:
The facility's biomedical department reported an infusion pump as "broken", but was not specific. During service, failure code 500:320 was found in the event history. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the device. No additional contact information was provided.